Manufacturer narrative:
A customer reported low pressure error on a compressor mini device. Our fse (field service engineer) was on site and investigated the reported issue and found that the tubing had a hole. The damaged tube was replaced with the new one. The compressor passed all the tests and returned to clinical use. The root cause of the reported event is the damaged compressor tubing that has to be replaced during preventive maintenance (pm). Compressor tubing is replaced when performing 10000 hour maintenance. In this case number of hours and time since latest preventive maintenance has not been provided. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As no information of how many working hours the compressor mini has performed and if a preventive maintenance were performed, it could not be fully determined if the cause of the hole is an early wear of the tubing.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. Patient involvement is unknown. Manufacturer ref.#: (B)(4).